Event description:
A report was received that a pt's precision system was explanted, due to the ipg beginning to protrude through the skin. There were no signs of infection present. The pt was reportedly doing well following the explant procedure.

Manufacturer narrative:
A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records found them to be satisfactory. This is the final report.